Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 379mg/dl. Troubleshooting was performed. The programming, basals, boluses, time, and date all appears to be correct. The alarm history shows low reservoir alarms. Ran a self test and the device passed the tests. Found that the customer was infusing into her breast. Advised the customer that this is not an area of the body recommended for insertion. Performed a fixed prime test and the insulin exited. Ran a high pressure test and the insulin pump passed the test. No further info was provided.